Event description:
It was reported that during a device changeout procedure, the pulse generator gradually increased its output rate to 140bpm before returning to 60bpm following the use of cautery. The patient was asymptomatic to this and the device was successfully explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.